Event description:
On (B)(6)2010, patient's mother reported he has been in the hospital twice for dka. Mother stated the 1st incident was 2 weeks ago and the 2nd incident was on (B)(6)2010. Mother reported the patient was diagnosed with dka both times and is now home from the hospital. Patient's normal blood glucose range is 100-200 mg/dl. Mother stated the patient was at work when the incident occurred and they called an ambulance for him. She reported they took him off of the infusion device and put him on an IV drip. Mother stated they also gave the patient a long acting insulin. Mother reported she does not think the patient received any error messages, but she is unsure. Mother stated the patient may be using expired supplies, she is not sure. Mother reported the patient was still not feeling well and was asleep during the call. Mother stated her son was at a wedding this weekend and was eating and drinking. She stated the patient told her he kept bolusing and could not figure out why he had not gotten any insulin. Mother reported she thinks it may be an issue with the up and down buttons, but again she is not sure. Advised it may be best to have the patient go on the back up infusion device. On call back from mother on (B)(6)2010, she reported she thinks her son went on the back up infusion device and he is back to normal. Several attempts to contact the patient were unsuccessful. Product was replaced and requested return of the suspect product for evaluation.